Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. Note: acknowledgement 2 for this report was received on (B)(6) 2022. There was a delay in receiving acknowledgement 3 due to a cdrh system issue. Multiple follow-ups were conducted with the esg help desk. On (B)(6) 2022 esg responded requesting to resubmit the MDR. Therefore, this report is being resubmitted on (B)(6) 2022.

Event description:
It was reported that the patient was experiencing halos at night, blurry vision, and glare in their left eye (os) resulting in the need to explant the intraocular lens (iol). The patient's pre-operative visual acuity was 20/60 with glasses and post operative visual acuity was 20/70 without correction. No incision enlargement, vitrectomy, or sutures were required and there was no patient injury. A non-johnson and johnson iol was implanted as replacement. The patient is stated to be happy with the exchange. No additional information was provided.